Manufacturer narrative:
(B)(4).

Event description:
The device could not be interrogated by the programmer during a follow-up appointment. The device was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Device evaluation: the device was confirmed to have no telemetry communication during analysis. The cause was the battery voltage was below the minimum voltage required for normal circuit operation. The battery was determined to have an internal anomaly that caused the battery to deplete. The insulation between anode and cathode electrodes was compromised by a particle of cathode material. The functionality and current demand of the device electronics module were normal during testing.